Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing after performing a supply change. During troubleshooting with tandem technical support, customer primed the tubing and insulin delivery was resumed. Customer's blood glucose level was 219 mg/dl. Reportedly, the customer filled the cartridge using cold insulin. Tandem technical support advised the customer against filling the cartridge with cold insulin as this may result in air bubbles.